Manufacturer narrative:
(B)(4). For the problem of needle detachment. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a procedure on (B)(6) 2018. According to the complainant, during the procedure, the suture broke and the needle detached outside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.